Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp component on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate. The customer has tried using different cuffs and hoses, but the issue still persists. The customer sent the ay input unit in for a repair and it is currently awaiting evaluation. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the nibp component on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate.

Event description:
The biomedical engineer (bme) reported that the nibp component on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate.

Manufacturer narrative:
Details of the complaint on 09/03/19, customer at (B)(6) healthcare reported the input box (ay-653p-a0 sn: (B)(6) ) had an air leak and the blood pressure cuff would not deflate. Investigation summary: the root cause of the nibp air leak is determined to be failure of the nibp pump #532149b due to blockage and a cracking diaphragm. The recommended action under irc-nka300083020 was to replace the pump. The overall risk, as determined from the product of probability (likely) and severity (insignificant), is determined to be medium. Pump functionality is a regular inspection item and the part is replaceable. Review of ay-653p nibp pump #532149b replacements by year suggests a decreasing trend of pump failures since 2016. No CAPA is required. The following fields are not applicable (na) to this report: d4 lot # & expiration date. Additional model information: d11 & c2: the ay input unit was used in conjunction with the bsm and is the device that experienced the failure: model: ay-653p-a0. S/n: (B)(6). Approximate age of the device: 100 months. Device manufacturer date: 05/23/2011. Unique identifier (UDI) #: (B)(4). The following fields contain no information (ni), as attempts to obtain information were made but not provided: d1 brand name, d4 model name, catalog name, serial number & unique identifier (UDI) number. F9 approximate age of the device. No serial number was provided, so the age of the device is unknown. G5 PMA/510(k) number. H4 device manufacturer date. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.